Event description:
The consumer's son states that sometime last fall, the bolt came off the wheel while his mother was going down the ramp, causing her to fall forward and hit her head on the wooden step. This allegedly resulted in stitches above her left eyebrow.

Manufacturer narrative:
User was transgressing a ramp when a bolt came off the wheel and user fell requiring stitches. The chair has been in service for 3 years. Device maintenance history is unk. Nature of complaint suggests hardware was permitted to loosen. Current user guide covers this area. MDR filed based on alleged injury.